Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The initial reporter was confirmed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving lioresal (2000 mcg/ml, 2129 mcg/day) via intrathecal drug delivery pump for intractable spasticity. It was reported that a motor stall with recovery was seen at interrogation. The patient did not recently have magnetic resonance ima ging. The current plan was to observe the pump and patient. The patient didn't feel right, but didn't go into full withdrawal, and felt much better the morning of (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the motor stall was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the pump would be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative and healthcare provider (hcp). It was reported that the patient was being scheduled for a replacement. No further complications were reported.

Manufacturer narrative:
Device code no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol. It was reported that the patient was caucasian and a height of 70 inches. No weight was obtained as the patient was confined to a wheelchair. Additional medical history included post trauma paraplegia. Concomitant medications included bactrim (sulfamethoxazole; trimethoprim). The initial start of the patient's use of lioresal was 2000. The pump logs indicated a motor stall occurred on (B)(6) 2018 at 15:10 with recovery on (B)(6)-2018 at 19:59 and a motor stall on (B)(6) 2018 at 17:26 and recovered on (B)(6) 2018 at 20:17; the pump was alarming. On (B)(6) 2018, at the pump fill, the eri (elective replacement indicator) indicated 31 months. On an unspecified date, the physician indicated the patient had no withdrawal symptoms. On (B)(6) 2018, the pump was replaced. Upon inquiry concerning hospitalization for the event, the physician replied "not applicable" as the patient was discharged the same day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. Concomitant medications included plavix (75 mg/day), lexapro (20 mg/day), lisinopril, hydrochlorothiazide, and oral baclofen. The patient also took zanaflex, 4 mg as needed. On (B)(6) 2018 the pump was alarming with no significant withdrawal. It was reported that the patient had mild spasms and mild withdrawal on the evening of (B)(6) 2018. The patient took zanaflex. On (B)(6) 2018, the pump was interrogated and the pump had restarted on (B)(6) 2018. The pump was also refilled. An oral baclofen prescription was sent to the pharmacy. However, the patient did not fill the prescription.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the pump had stalled twice over the last 3-4 weeks prior to (B)(6) 2018. The pump recovered each time. The first stall occurred on (B)(6) 2018 at 1500 and recovered on (B)(6) 2018 at 1959. The patient started going into withdrawals, which reportedly made sense given the patient's high dose. The second stall occurred on (B)(6) 2018 at 1700 and recovered at 2000 the same day. The patient had no symptoms but did hear the pump alarm. It was confirmed that there were no electromagnetic interference (emi)/magnetic sources present. The device manufacturer representative recommended that the hcp replace the pump. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion/wear/lubrication in the motor gear train, and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.